Manufacturer narrative:
The insulin pump had critical pump error after battery installation. The insulin pump had a constant critical pump error alarm due to moisture damage on the connector. The device had a corroded motor assembly during inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error and that they experienced high blood glucose levels. The customer's blood glucose level was 270 mg/dl at time of incident. Customer states seeing a red x on display screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.